Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was reportedly doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was having difficulties charging his ipgs. The patient is currently implanted with two ipgs and has recently undergone three mris. The bsn representative attempted to troubleshoot the patient, however was unsuccessful. The physician recommended the patient to undergo a revision procedure.

Event description:
A report was received that a patient was having difficulties charging his ipgs. The patient is currently implanted with two ipgs and has recently undergone three mris. The bsn representative attempted to troubleshoot the patient, however was unsuccessful. The physician recommended the patient to undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02 (B)(4)description: ipg kit (without pull-through tunneler).

Event description:
A report was received that a patient was having difficulties charging his ipgs. The patient is currently implanted with two ipgs and has recently undergone three mris. The bsn representative attempted to troubleshoot the patient, however, was unsuccessful. The physician recommended the patient undergo a revision procedure.

Manufacturer narrative:
Additional information indicated the patient will not undergo a ipg revision. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.